Manufacturer narrative:
The investigation has just started; results will be provided in a follow-up report.

Event description:
It was reported that during a case, automatic ventilation would not build pressure and the breathing bag was deflated. The patient was bagged while the machine was swapped out and there was no patient injury reported.

Manufacturer narrative:
Despite repeated requests no additional information could be obtained. Thus, the evaluation and assessment had to be done on the base of the initial description of observations during the course of event. The reported symptoms may occur if the fresh gas decoupling valve tends to stick; the fresh gas is then being routed via the anesthetic gas scavenging system and not to the compact breathing system and patient, respectively. With the mandatory external patient gas monitoring the impairments in ventilation will be detected and alarmed in accordance to the settings made by the user. Manual ventilation would still be possible when such error condition occurs as the direction of patient gas flow will still be determined by the inspiratory and exspiratory valves. In principle, this issue of sticking valve is known from an isolated number of earlier complaints. However, due to lack of information the explanation given above is only a hypothesis which cannot be confirmed due to missing customer response.

Event description:
Please see initial MFR. Report #9611500-2016-00207.